Event description:
Boston scientific received information that on recent evaluation, this implantable cardioverter defibrillator (ICD) exhibited that time to explant was approximately three months. There is concern of premature battery depletion as the device has been implanted approximately two years. Data analysis was performed by boston scientific engineering and it was confirmed that there was increased power consumption by the device which appears to be random. It was recommended that a device replacement be done in the near future. The device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the product was performed. X-ray noted no irregularities with the connections or components. The measured battery voltage was lower than expected; engineering calculations confirmed the device fell short of longevity expectations based on actual clinical use. The device case was opened. An external power supply was connected to the device and the electrical current was monitored. During the monitoring process a higher than normal current drain was observed. Electrical testing and analysis of the internal components were then conducted, which isolated the high current condition to an anomaly on one of the component layers (gate oxide) within the device's integrated circuit. This anomaly causes a high current drain, which over time results in premature battery depletion.